Event description:
Saalt was made aware of the event via (B)(6) reviews. Customer described struggling to remove their cup, then going to urgent care to seek assistance having it removed. Urgent care doctors were unsuccessful and referred her to another medical professional. Saalt reached out to the customer requesting that she contact us via email/messaging. The customer did not, and as she contacted us on (B)(6) review platform, we had no way of contacting her directly.